Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(a), g2.

Event description:
Patient reported rupture, affected side unknown. The device remains implanted.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture